Manufacturer narrative:
Analysis of the pump found a gear train anomaly, specifically corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient went to the emergency room (ER) the night prior to the date of this report with chest pain and diaphoresis. The patient also was ¿maybe a little uncomfortable and maybe feeling a little more spastic.¿ the health care provider (hcp) had thought maybe the patient had a myocardial infarction (mi). The patient had a cardiac catheterization and ended up having 99% blockage in one of her coronary arteries, the patient was stented and put on plavix. It was reported ¿coincidentally they just for complete mistake they actually had the infusion team go down and read her pump¿ and it was noted a motor stall had occurred on (B)(6) 2013 around 11:00 and was currently still stalled. It was reported the patient had not had an MRI. The pump was to be replaced on (B)(6) 2013. It was noted the hcp was comfortable replacing the pump even though the patient was on plavix but would not replace the catheter. As of the date of this report, the patient was ¿much more comfortable,¿ ¿seemed to be stable¿ and was on oral medications. The device system had been used to deliver lioresal. It was later reported the patient had been admitted through the ER. The patient had also experienced diffuse pain. The pump had reportedly been placed in minimum rate while the patient was awaiting pump replacement. The status of the patient as of (B)(6) 2013 was noted to be alive with injury. It was later reported the pump was replaced due to the motor stall. The reason for the stall was unknown. It was noted the device had indicated there had been nine months left until the elective replacement indicator. It was later reported during the pump replacement, the catheter backflow was fine and the catheter remained in place. Following the replacement, the patient¿s pump medication was re-started and the oral medications were reduced. The patient was discharged from the hospital ¿over the weekend,¿ was stable with improved spasticity relief. The patient was to be seen in their hcp¿s office on (B)(6) 2013 and evaluated for the need for an additional dose adjustment. It was then later reported with patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.